Event description:
Delayed ejection of the contrast through the device. Inadequate filling of the machine. This is likely due to some measure of inflow obstruction, either with thrombus or with fibrinous debris somewhere between the rotor and inflow cannula.